Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.